Event description:
It was reported that when using the bd pyxis¿ es server, the patient appeared in our hospital system but was not selectable in pyxis. Nursing had added them as a temporary patient, and we were not able to reconcile the temporary account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient appeared in our hospital system but was not selectable in pyxis. Nursing had added them as a temporary patient, and we were not able to reconcile the temporary account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient was visible in the hospital system but was not selectable in the pyxis system. The technical support specialist and integration team investigated the report of a patient appearing in the hospital system but not being selectable in pyxis medstation es. Multiple attempts were made to contact the customer to obtain patient examples and admission details. The application server and interface logs were reviewed, and patient tracing was performed using available visit ids and mrns. Investigation confirmed that for the sample patient, medication orders were received prior to the admission or registration message, resulting in a placeholder or temporary patient record. It was verified that no admit (a01) or register (a04) message was received within the interface message retention window. The customer was advised that the patient status could be corrected by ensuring proper adt messaging from the hospital system or integration vendor. Additional guidance was provided regarding reconciliation of temporary patients. The customer later confirmed understanding of the findings and granted permission to close the case, with instruction to open a new case if additional patient examples become available. The system functioned as intended after technical support specialist investigated the issue.